Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the auxiliary drawer 2.2 was failed. A field service contacted the customer and walked customer through recover storage space function and drawer was recovered to resolve the issue. The system functioned as intended after the field service engineer inspected the incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, auxiliary drawer 2.2 was failed and was jammed. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.